Manufacturer narrative:
The unit was returned for failure analysis but the reported failure could not be confirmed. The unit was visually inspected and found to be in good condition. It was also installed on a test system and started up with no errors. There were no errors after running the unit through 10 power cycles. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the light from the illuminator turned off. The intuitive surgical, inc. (Isi) technical engineer instructed the customer to reboot the system, cycle the breaker on the illuminator and power the system back on, however, the system faulted. The customer used an alternate light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was resolved by replacing the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.